Event description:
Clinical information: crd_1003 - vantage ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 29mm portico ng/navitor valve was implanted using a flexnav delivery system. The patient experienced a complete heart block and right bundle branch block after the valve was implanted. On the same day, the patient had an infection and fever of unknown origin. The patient was hospitalized. On (B)(6) 2023, a permanent pacemaker was implanted and the patient had cephalexin administered/adjusted. On (B)(6) 2023, the patient had augmentin administered/adjusted. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event complete heart block, right bundle branch block, infection and fever was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.